Event description:
Dr (B)(6) handed over a nail that had broken at the tip. The guide wires were only used to extract the tip, not part of the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions about the reported event however beach marks were observed on the fracture surface suggesting two initiation sites on either side of the screw hole, indicating bending fatigue fracture. No evidence of manufacturing or material defect contributed to fracture. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.